Event description:
The customer reported, a bad iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive. System operates as intended. (B) (4).